Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 20-mar-2014, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 04-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his wire broke sometime in 2016 or 2017. The patient needed a doctor who could do the type of work to the system for his head. The indication for use was occipital neuralgia. No patient symptoms reported.